Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard arcom ps plus bearing catalog # 183740 lot # unknown. Biomet ilok pri tibial tray catalog # 141214 lot # unknown. Biomet I-beam pri stem catalog # 141310 lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the item and/or lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-04903, 0001825034-2018-04906, 0001825034-2018-04907.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient experienced spasticity which was treated with botulinum toxin therapy post-operative. The patient also received keloid excision in right knee incision.